Event description:
It was reported that a patient presented with diaphragmatic stimulation. An attempt to reprogram around the stimulation was unsuccessful. The lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.